Manufacturer narrative:
Based on the claim against the product by the customer noting the surgeon lost the ability to control one of the surgeon side console (ssc) manipulators, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm), and the error was cleared after it was replaced. The system was tested and verified as ready for use. The mtm was analyzed, and failure analysis was able to replicate the reported issue. The error 25521 was reproduced during the sine cycle. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Isi reviewed the site¿s complaint history, which identified patient identifier (B)(6) as a related record (same issue on a different date). The fse visit and the RMA can be found on patient identifier (B)(6). The probable root cause is attributed to a component failure. This complaint is considered a reportable event due to the following conclusion: the customer aborted to another surgeon side console after the start of the procedure due to surgeon being unable to control the arm by the master tool manipulator (mtm). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon lost the ability to control one of the surgeon side console (ssc) manipulators. The staff proceeded with the procedure from the second ssc. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed onsite logs and noted error 25521 pointing to the link to the embedded serializer for master handle (esmh) in the master tool manipulator (mtm) left gimbal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the site confirmed that the surgeon had to move to the other surgeon side console (ssc) to complete the procedure. The procedure was completed robotically.